Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went over 400 mg/dl. She repeatedly changed the entire site and insulin vial but the issue recurred. The customer had issues with her sensor and blood glucose readings. The sensors malfunctioned. The customer reverted to her old insulin pump. The device was not returned.